Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was attempted but not used during implant. The lead helix would not extend after difficulty getting lead down right side. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.